Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported patient effect(s) of perforation, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention and delay to treatment/therapy appear to be related to the operational context of the procedure. The reported patient effect of perforation is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left anterior descending artery (lad). Following orbital atherectomy using a diamondback device, a 3.50 x 48mm xience skypoint drug eluting stent was successfully implanted at the lesion; however, during post-dilatation using a nc trek balloon dilatation catheter (dc), a perforation was noted and located within the deployed stent. The perforation was treated by holding compression with the nc trek bdc and performing pericardiocentesis. A clinical delay was noted and the patient was reported to have no adverse patient sequela. No additional information was provided.